Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The device evaluation summary was completed on 11/6/2020. The device was visually inspected and it was found reddish material inside the pebax and a hole. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly. The force values were observed within specifications. A manufacturing record evaluation was performed for the finished device 30413196m number, and no internal action was found during the review. The customer complaint regarding force issue was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc. Product analysis lab observed a hole on the pebax. Initially it was reported that there was a high force sensor error due to high interference displayed on the carto 3 system when coming on ablation. The catheter cable was replaced and the issue remained. The catheter was replaced and the issue resolved the high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on (B)(6) 2020 reddish material inside the pebax and a hole on it. The hole on the pebax was assessed as MDR reportable. The awareness date for this lab finding is (B)(6) 2020.